Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Per the case notes, the user had an old sensor in his left arm due to a failed removal attempt (MFR # 3009862700-2024-00971) and the new sensor inserted in the right arm. The user was advised to follow up with the hcp for further medical guidance. During the user's visit with the hcp, the user had both the old and new sensors successfully removed. A new sensor will be inserted in two weeks. Pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation. No further resolution was necessary for this complaint.

Event description:
On september 13, 2024, senseonics was made aware of an incident where the user reported discomfort and pain in his right arm. The pain starts at the insertion site and goes up to the neck.